Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Mylife omnipod insulin management system user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that her blood glucose reached 21mmol/l (378mg/dl) while wearing the pod between 36 and 48 hours. The product was returned for evaluation.